Event description:
It was reported that the patient experienced episodes of syncope and it was documented that there were due to ventricular tachycardia. Testing of the device revealed failure of the high-voltage circuit, along with high impedance on both high voltage coils. The pacing threshold had also risen significantly. When the pocket was opened to investigate, the lead was found to be improperly connected and came right out of the header with gentle traction, appearing to be a setscrew issue. There was also a question as to if the header was bad. The rv coil lead pin was reinserted and the setscrew was tightened, and normal impedance measurements were noted. The physician opted to explant and replace the device anyway, given the uncertain current drain related to the loose connector. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.